Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Event description:
This supplemental report is being filed to include a conclusion code update.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and other manufactures right ventricular (rv) lead had observations of noise that was being oversensed on the rv channel. This does not cause any pacing inhibition of less than two seconds as the patient is not pacemaker dependent. It was also noted a few years ago that this device triggered a lead safety switch (lss) due to out of range impedances. At this time this crt-p device and other manufacture rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and other manufactures right ventricular (rv) lead had observations of noise that was being oversensed on the rv channel. This does not cause any pacing inhibition of less than two seconds as the patient is not pacemaker dependent. It was also noted a few years ago that this device triggered a lead safety switch (lss) due to out-of-range impedances. At this time this crt-p device and other manufacture rv lead remains in service. No adverse patient effects were reported. Additional information was received which reported the patient's heart rate measures 29 bpm at times sometimes feels she cannot get out of bed. The patient was inquiring about device function as there is a known issue with noise on the non-boston scientific right ventricular (rv) lead. An in-office device check was performed a few months ago and everything was fine. At this time the device and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and other manufactures right ventricular (rv) lead had observations of noise that was being oversensed on the rv channel. This does not cause any pacing inhibition of less than two seconds as the patient is not pacemaker dependent. It was also noted a few years ago that this device triggered a lead safety switch (lss) due to out-of-range impedances. At this time this crt-p device and other manufacture rv lead remains in service. No adverse patient effects were reported. Additional information was received which reported the patient's heart rate measures 29 bpm at times sometimes feels she cannot get out of bed. The patient was inquiring about device function as there is a known issue with noise on the non-boston scientific right ventricular (rv) lead. An in-office device check was performed a few months ago and everything was fine. At this time the device and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.